Event description:
Approximately 15 minutes after nebulizer treatment, the patient started working harder to breath with 02 sats decreased to 79% with decreased breath sounds. The patient became pulseless. Chest compressions were started and her pulse resumed. The pall filter was removed and the expired volumes increased.